Manufacturer narrative:
(B)(4). The device was manufactured january 22, 2015 ¿ january 23, 2015. The device was received for evaluation. Visual inspection noted a leak at the fillport when the cap was removed. The cause of the leak was found to be particulate matter approximately 2.04mm in length trapped underneath the checkband. The particles were identified to be acrylic material via fourier transform infrared spectroscopy scanning. The origin of this material is unable to be determined with the provided information. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked from its fill port cap. This occurred after filling with sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.